Event description:
The plaintiff, alleges that while working as a physical therapist plaintiff was provided with latex gloves. Plaintiff reportedly was first diagnosed as having a latex protein allergy in 1998. Plaintiff alleges that the condition is permanent and progressive, plaintiff further reportedly has type I ige mediated latex allergy associated with acute systemic changes and systemic side effects consisting of contact dermatitis, respiratory distress, and pulmonary fibrosis and life threatening allergic reactions which have interfered and prevented and will continue to interfere and prevent plaintiff from performing the customary duties of plaintiff's chosen profession. Furthermore plaintiff reportedly has incurred economic damage including loss of income and will continue to suffer from a loss of income in the future. Plaintiff reportedly has incurred and will continue to incur medical, hospital, pharmaceutical and incidental expenses in the future. Plaintiff also reportedly has suffered pain, suffering and permanent disability, and also has suffered from emotional stress and fear due to the increased likelihood of future reactions to latex products and due to the prospect of having to pursue alternative career choices. Finally it is alleged that the plaintiff's spouse suffered from a loss of consortium and plaintiff's family member has suffered anxiety and mental distress as a result of the allergic responses of their family member to latex.